Event description:
It is reported that the device was implanted in 2003 and during a check-up in late 2008, the pt is at stage 4 osteolysis fracture and a pending revision surgery is scheduled.

Manufacturer narrative:
Eval summary: no product was returned for eval. Also, no x-rays are available. As part of the complaint investigation, a team was formed to investigate a possible cause. The team explored the following areas: literature research, clinical data, histology analysis, design aspects, wear testing, looking mechanism testing, micro-motion testing, and interaction of baseplate and looking screw. After reviewing the results from the activities described above, the team concluded that there is no definitive cause that explains the reported osteolysis. Results: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.